Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump drive support cap was sticking out. The customer had not pressed the cap while connected. The blood glucose reading was 175 mg/dl. A replacement insulin pump was sent and the customer was asked to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked case on the reservoir tube lip, a cracked reservoir tube window through the reservoir tube, a cracked belt clip slot and a loose/protruded drive support disk.